Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the components of the drive train to be worn causing the motor drive error. The drive train components were replaced including the lead screw, clutches, and worm coupling in order to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor rate error, system failure, and motor not running. There was no patient involvement, no patient injury was reported.